Manufacturer narrative:
The suspect device was returned and evaluated. Testing could not reproduce the customer's complaint of a "check clutch" alarm. Visual inspection did reveal the lead screw nut was loose. The led screw nut was readjusted. Also replaced was the upper casing which was cracked and the worm coupling as a preventive measure. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.